Event description:
It was reported to philips that the battery failed calibration and displayed an error code 159. The customer requested assistance from a philips remote service engineer (rse). The customer explained that the battery for their device was faulty and required replacement. The service order was initiated by the customer as a means to obtain a replacement battery with no onsite evaluation requested. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Upon pressing the fuel gauge (battery capacity) button on the battery, a blinking led indicator was observed suggesting the battery was depleted. Upon evaluating the returned battery, it was verified that the component was unable to charge in either the heartstart mrx device or a cadex charger. The sbs parameters showed the battery status with remaining capacity alarm, rsoc, and asoc all not set. No further tests including battery calibrations were allowed under these conditions. Upon conclusion of the analysis, the reported problem was verified and the battery was found to be defective. Based on the conclusion of the investigation, it was determined that this was a malfunction of the battery (19018-0283-p). The customer was advised that the battery was no longer under warranty and they can purchase a replacement battery through the supplies group to resolve the noted issue. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the battery failed calibration and displayed an error code 159. There was no patient involvement.